Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for a low transmitter battery could not be confirmed, however, permanent loss of connection was found and confirmed on (B)(6) 2017. The root cause could not be determined, post investigation. Based on the findings of a permanent loss of connection this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a low transmitter battery. The root cause was could not be determined.